Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the system locked prior a surgical procedure. The system was rebooted however then the cassette was not recognized. There was no patient involvement.

Manufacturer narrative:
Additional information is provided. No service request (sr) was opened for these reported events. However, on (B)(6) 2018, an sr was opened to address a different reported event of footswitch pedals locking, which was resolved by cleaning the internal pedal actuators. The system software was upgraded and preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on february 5, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).